Event description:
A 24mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 160 mm. Aneurysm and vessel morphology are unknown. The patient has a history of horseshoe kidney, radical left neck dissection, coronary artery bypass graft, and hypertension. It was reported that the 22 french sheath caused a dissection during the implant procedure that occluded the left hypogastric artery. The procedure was reported to be successful, however a transgraft flow was reported. A follow-up computerized tomography (CT) scan performed in october 2002 demonstrated an aneurysm diameter of 4.6 cm and lack of contrast enhancement from the left limb of the stent graft to the left common iliac artery. The limb was presumed to be thrombosed. The patient was reported to be asymptomatic, and no intervention has been performed to date. It was reported that the patient would be monitored.